Event description:
"Oil is leaking out of motor" was noted on customer repair paperwork. No patient injury or delays in surgery were reported but no details were obtainable regarding when the motor was leaking oil and exactly what happened. Sales representative confirmed the motor to be leaking oil and reported that some users at the hospital were over-oiling the motors. The staff was retrained.